Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician dilated the 80% stenosis in the proximal anterior tibial artery with a 2.5mmx100mm balloon and inflated to full effacement, followed by a 3mmx40mm balloon inflated to full effacement. The physician was not satisfied with the result and therefore advanced the silverhawk device across the stenosis and made several passes. After 3 passes with the silverhawk, the physician noticed what looked like pieces of metal from the device imbed into the tissue within the anterior tibial artery. The physician then exchanged for a balloon and re-dilated the anterior tibial artery. The end result in the popliteal artery was excellent.